Event description:
It was reported that a patient presented to clinic for follow up. The physician was unable to interrogate the insertable cardiac monitor (icm) with ble telemetry. A bluetooth extender was used to interrogate the icm. The patient condition was stable.

Manufacturer narrative:
Correction: h6: health impact should have been unexpected diagnostic intervention.